Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was unable to recover. A field service engineer (fse) responded to a report of no network connectivity and all drawers offline. Customer attempted multiple reboots without success, and the unit was not visible on remote smart service (rss). Upon arrival, found the network cable incorrectly connected to a refrigerator port and repositioned it correctly, restoring connectivity after a short delay. Verified the unit on rss, confirmed login functionality, and re-enabled the networking device, which brought the unit fully online and restored data transmission. All drawers were confirmed operational, and the unit remained stable after reboot. General inspection completed, verified all cable connections, and ensured proper network configuration. Customer successfully completed medication pulls without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.